Event description:
It was reported the dyonics power ii footswitch has a cut cord causing the footswitch to start and stop on its own. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted severe damage to the power cord. Functional evaluation revealed the footswitch is nonfunctional. Complaint was confirmed. The complaint investigation has concluded that this unit has succumbed to damage to power cord. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a crushing or shear force induced on the connector inconsistent with normal use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.